Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("the right essure device could not be located"), the second episode of device dislocation ("left essure device was migrated laterally out of the fallopian tube"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage") and blindness transient ("loss of eye sight/ temporary loss of vision") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device physical property issue "left essure device was "bent"" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included abortion in 1999. Concurrent conditions included obesity, multigravida and multiparous. In 2012, the patient experienced urinary incontinence ("urinary leakage"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal/digestive system conditions"), migraine ("severe migraines") and constipation ("constantly constipated"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced muscle spasms ("leg cramping"). In (B)(6) 2016, the patient experienced urticaria ("hives"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criterion medically significant) with pelvic pain, the second episode of device dislocation (seriousness criterion medically significant), iodine allergy ("allergic to iodine"), musculoskeletal disorder ("loss of use of hands"), blindness transient (seriousness criterion medically significant), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the last episode of device dislocation, muscle spasms and iodine allergy had not resolved and the abortion spontaneous, pregnancy with contraceptive device, alopecia, weight increased, urticaria, urinary incontinence, nausea, musculoskeletal disorder, blindness transient, allergy to metals, vaginal discharge, fatigue, abdominal pain lower, gastrointestinal disorder, dysmenorrhoea, migraine, constipation, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, blindness transient, constipation, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, iodine allergy, migraine, muscle spasms, musculoskeletal disorder, nausea, pregnancy with contraceptive device, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal infection, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms with her providers on (B)(6) 2012. Plaintiff still suffers from the above-mentioned symptoms and is currently investigating her options for removal of the essure devices. The essure devices were placed easily into both. She did not allege that essure caused birth defects. Tubal ostia with at least 3 coils coming out of each ostia. The procedure was completed and the patient was released home without difficulty. The patient tolerated the procedure well plaintiff was told they could not move forward with test because she was allergic to the dye. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On (B)(6) 2013, during ultrasound examination,it was demonstrated that the left essure device was "bent" and migrated laterally out of the fallopian tube. It was further demonstrated that the right essure device could not be located. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events hives,nausea, dizziness and leg muscle spasm, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: previously reported events "bladder problems, urinary tract problems" deleted, events- "dysmenorrhea (cramping), severe migraines, constantly constipated, bladder infection, urinary tract infection, vaginal infection" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.